Event description:
For approx one week, the pt has experienced elevated blood glucose of over 380 mg/dl despite bolusing through the infusion device. On (B)(6) 2011 at 11 am, he switched to his backup infusion device using the same basal rates and his blood glucose decreased. His normal blood range is 80-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.